Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right artery. The 95% stenosed, 38mmx25mm, eccentric, de novo target lesion, containing a >=90 degrees bend was located in the severely tortuous and severely calcified left anterior descending artery. After a bsc guide catheter and a bsc guide wire were crossed the lesion, pre-dilation was preformed with a bsc balloon catheter. A 2.75 x 38mm synergy drug-eluting stent was then advanced for treatment. However, the device failed to cross the lesion and when removed, the tip of the stent itself was found to be deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.